Event description:
Customer's wife reported a button error on her husband's insulin pump. The buttons are not responding. Replacing the battery did not resolve the issue. Customer's blood glucose is 440 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had minor scratched lcd window and cracked reservoir tube lip.